Event description:
The supplied packs state "all you need to add is 1. Gloves, 2. Skin prep 3. Local anaesthetic". This is misleading. The so called "skin fixation device" is not sufficient to anchor the drain in place and so a suture is also required. Within the very large instruction document it is stated somewhere that the drain should be sutured but it is not clear enough. We have had an incident of a drain falling out where the skin fixation device was used alone.